Event description:
Hold for du/7/21 the distributor reported regarding the dressing found trapped in the seal. The product was not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
E1: complainant street address: (B)(6), complainant city: (B)(6) complainant state/province: (b (6). Complainant postal code:(B) (6). Complainant phone: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.